Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by a third party repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is unit shuts down and unit alarms are not functional. The key failure is 4 way valve is stuck and the power switch has a short circuit. The non-alarming issue is a reportable event which is the basis of this FDA filing.